Event description:
At 11:00 a.m. On (B)(6) 2025, ivtm therapy using cool line catheter (lot 199403) began. The catheter was inserted into the left internal jugular vein. At 9:00 a.m. On 8/24/2025, the amount of saline in the saline bag was decreasing, and damage to the catheter balloon was suspected, so the medical doctor considered replacing the catheter. At 5:00 p.m. On the same day, the doctor considered surgical removal of the catheter, as he considered it difficult to remove. However, the catheter was able to be removed without any problem. Additional surgery/ surgical removal was not needed. No injury or harm to the patient.

Manufacturer narrative:
The reported complaint of a leak from the cool line catheter (lot 199403) was confirmed during visual inspection. As received, the distal catheter balloon was completely damaged. A circumferential tear in the middle of distal balloon was observed. The probable root cause of catheter leak was a latent material defect. The secondary complaint of difficulty in removing the catheter was also confirmed during visual inspection. Half of the distal balloon was bunched up at the distal end of the catheter. The balloon damage likely resulted in an increase in the resistance during the removal process. Visual inspection of the returned catheter was performed and found that the distal balloon was completely damaged. A circumferential tear in the distal balloon was observed, located at the middle of distal balloon, the half broken balloon was observed to be bunched at distal end of distal balloon, confirming the reported complaint. Blood residue was observed in the balloons and luered tubing. No kinks on the catheter shaft and no other physical damage was observed. During functional testing, all infusion ports and lumens were flushed without resistance, except for the in/out luer ports. During flushing the in/out lumens, a leak was observed from the middle of the distal balloon due to the damage of the balloon, confirming the reported complaint. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted into the tip of the catheter and exited to the distal infusion luered port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Further functional testing could not be performed due to the condition in which the catheter was returned. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the cool line catheter with lot number 199403.